Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 15:38:03. During night drain cycle one, the patient's ultrafiltration reading was 1181ml, indicating the home patient (hp) drained 1181ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The cause was undetermined. Though the user bypassed a low drain volume alarm during initial drain the therapy initiated on (B)(6) 2012 15:38:03, the I-drain alarm setting of 200 ml is an insufficient value compared to the cycle 1 drain volume of 1281 ml. The patient's last fill volume from the therapy completed 2 hours before was only 100 ml. There is insufficient information to determine the cause for the large drain volume. If any additional information is received, a follow-up will be sent.